Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was high. The last two days he changed the infusion sets and reservoirs 15 times but the insulin pump alarmed no delivery. The alarm kept going off in the middle of the night. Customer's blood glucose level went up to 600 mg/dl. The alarm was caused by an infusion set/reservoir connection and it was resolved by changing the complete set. The device was not returned.